Event description:
Customer alleged blood glucose results of 438 mg/dl and 102 mg/dl when testing was performed within 10 minutes on the aviva system. Customer reported having no symptoms and did not treat or act on results. No serious adverse event was reported in connection with the alleged malfunction. A request was made for the return of the suspect device and replacement product was sent.